Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04march2019. Philips field service engineer (fse) verified and duplicated the reported issue. Fse performed troubleshooting and determined that the navigational ring printed circuit board (pcbd) was not working correctly. Fse replaced the nav ring pcbd and tested the unit. Unit passed all performance verification tests and is ready for clinical use.

Event description:
The customer reported that the ¿select¿ switch clicks but does not function so the unit will not enter into service mode. There was no patient or user harm reported. The event date was not specified; estimate used.